Event description:
Underwent standard prk with the visx star s4. I have starburst in low light conditions (around my house), halos, and glare. Loss of contrast sensitivity, blurriness, disturbing number of floaters. Very unhappy and distressed about my sight. Total regret. Was not given the name of laser or correction to be done before procedure. Was not given visx star pamphlet. Was not given any written info on prk prior to surgery. I was encouraged to go under treatment by the surgeon. Was told that I would not have problems driving at night. Was not asked why I wanted procedure. I was not given a consent form until mins before surgery. Consent form was hidden by another paper. Was not told that the area treated would be smaller than my pupil size. Was told afterward that standard and custom would not matter for my treatment. Was not told that procedure could induce astigmatism.